Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
Note: this report pertains to the third of three resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in an unknown procedure performed on (B)(6) 2026. It was reported that they forcefully retracting the plunger enabled the clip to deploy correctly; however, this was not part of the normal operating motion. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.